Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h11 field investigation summary. The incorrect verbiage was removed from the investigation summary. Add h4. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device adhesive around objective lens was found peeled. The root cause could not be identified. Based on the results of the investigation, the suggested probable causes were due to stress such as damage or deterioration of parts, electrical problems, environmental temperature problems, and maintenance problems. The most probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device adhesive around objective lens was found peeled. The root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggested the probable causes due to stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope adhesive around objective lens was found peeled. There was no patient involvement.